Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. This report has been deemed reportable based upon visual inspection of the actual sample upon receipt. The actual sample was received for evaluation. Visual inspection revealed that the soft tip had been damaged and the shaft of the area approximately 900 - 1055 mm from the distal end had been elongated. Magnifying inspection of the elongated part found the outer diameter had been reduced due to the elongation. The minimum outer diameter of the elongated part was 1.89 mm while the normal outer diameter of the shaft was 2.38 mm. X-ray fluoroscopic inspection of the elongated section found no disconnection of braiding wire caused due to the elongation of the shaft. No obstruction was found inside over the entire length. Magnifying inspection of the damaged soft tip all around the perimeter obtained the following results. The soft tip was missing partially on two points. The length of each missing portion was approximately 3 mm and 2 mm. The soft tip had been deformed like a trumpet. A bulge was observed near the soft tip. The soft tip had been partially crushed inward. From experience, it is known that the trumpet-like deformation of the soft tip and the bulge near the soft tip are the forms that can be seen when a balloon with insufficient deflation is caught in the soft tip. Electron microscopic inspection of the soft tip found multiple abrasions near the damage, which seemed to be a contact mark of a hard object (e.g., a calcified lesion). The inner diameter of the actual sample was measured at the undamaged section and confirmed to meet the factory's control criteria. The total length of the actual sample was measured and found 1350 mm. As the total length of a current product sample was 1200 mm, it was presumed that the actual sample had been stretched by approximately 150 mm. IFU states: carefully handle this product under fluoroscopy. If you feel any resistance while handling this product, immediately stop the manipulation and find out the cause of the resistance, in order to avoid damage to blood vessels and separation or breakage of this product. Ignorance of this warning may necessitate retrieval of fragments of the device. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the concurrently used device (stent) could not pass through the actual sample due to the narrowing of the lumen caused by the elongation of the shaft. As for the cause of the elongation of the shaft, the following mechanisms were inferred; however, it could not be identified because the detailed circumstances of the occurrence were unknown. At some point during the period between the start of the procedure and stent implantation, some object (e.g., insufficiently deflated balloon) that exceeded the inner diameter of the actual sample became stuck in the soft tip of the actual sample. This caused the soft tip to deform into a trumpet shape. The actual sample was caught in some object, such as a lesion, due to the trumpet like deformation. When an attempt was made to release the actual sample from the caught state by manipulating it in the withdrawal direction, the shaft was elongated. Then, the caught state was released when the soft tip of the actual sample was torn off. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the r2p slenguide was used during the procedure. In an evt, the actual sample was used for r2p approach to left sfa and iliac. During an attempt to deliver a stent, it became stuck around the sheath and could not be advanced further. They suspected an elongation or kink of the actual sample. The actual sample was changed out and the procedure was finished with no further problem. The procedure was completed successfully. The patient was not harmed.